Manufacturer narrative:
F2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, rupture. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cancer breast-ndr: unable to observe as it is not related to the device. Crease folding of implant: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported "hole, non-specific," "any creases," "breast deformity," and breast cancer." The event of "breast cancer " is not device related. Patient undergone capsulectomy. Device has been explanted and replaced.